Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tonsillectomy, the evac 70 xtra began to get clogged and charred at the end, the staff attempted to clean the char off when it began to spark. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during a tonsillectomy, the evac 70 xtra got clogged and charred at the end, the wand was taken off the patient and attempted to clean the char off when it began to spark. The procedure was completed with a 5 minute delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. Bio debris is in the suction opening of the tip and under the electrodes. Fluid is in the fluid lines. A functional evaluation was performed on the returned device and found the opened device was tested and plugged into the controller and registered settings (7,3). Coagulation and plasma were generated as intended. Minimum saline was drawn with maximum effort through a syringe multiple times. The fluid line did not clear for easy suction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include: 1) the tissue attempted to be suctioned was too large, thereby causing a clog. 2) insufficient suction pressure or saline flow to excavate tissue. No containment or corrective actions are recommended at this time.